Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. : without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was pinning a right tarso-metatarsal (tmt) fusion plate into position during a surgical procedure on (B)(6) 2016. During the pinning, a 30mm thread compression wire snapped just above the distal end. Following the device breakage, the ball above where the wire snapped fell off. The surgeon used pliers to remove the ball. No pieces of the wire remained in the patient. The surgery was completed successfully with a two (2) to five (5) minute delay. The patient's reported surgical outcome was "successful." Concomitant device(s) reported: tmt fusion plate (part/lot numbers unknown, quantity: 1). This report is 1 of 1 for (B)(4).